Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid effluent and fever. The patient was not hospitalized. The patient was treated with unasyn (3g, once a day intravenously, for 13 days) for peritonitis. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information can be provided as the reporter declined for follow up.